Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received loaded with a 3.5mm sulu (single-use loading unit) displaying the full complement of staples. The sulu was received improperly loaded. The thumb button was advanced. Identifying witness mark from automatic firing fixture was present on instrument handle. Functional testing found, when the sulu was removed, that the thumb button was pulled back to the neutral position and the sulu was reloaded into the instrument. The jaw closed smoothly. The pin slide advanced fully. The handle actuated smoothly into pre-clamped and clamped positions. The jaw opened, handle unlocked, and pin slide retracted when black release button was depressed. The instrument and sulu were fired over test media with acceptable staple formation. The handle was cycled a second time after the black release button was depressed to challenge the interlock with acceptable results. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the sulu is loaded with the pin slide and thumb buttons advanced. The current packaging design prevents proper sealing with the sulu improperly loaded, indicating the sulu was improperly loaded after receipt by the user. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to reload the instrument, grasp the new, unused loading unit by the finger pads, with the staple holes facing the instrument anvil. Insert the loading unit into the metal cartridge housing and push firmly downward until the single use loading unit clicks into position. The instrument jaws will not close if a sulu is not loaded in the jaws, if the sulu is not fully loaded into the jaws, or if a fired, or partially fired, sulu is in the jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of an exploratory laparotomy, the device did not fire. Another device was used to complete the case. There was no patient injury.